Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient is healing well and there are no signs of infection. Additional information regarding recipient status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing skin breakdown and device extrusion. The recipient was prescribed bactrim for 10 days, and the surgeon obtained a culture of the affected area. The recipient has not been using the device. The recipient was explanted. During the procedure, an infection was noted in the superior wound. The wound was thoroughly irrigated with a polymyxin antibiotic solution followed by a betadine solution. Bactroban ointment was then applied to the dehiscent areas of the wound. The recipient was advised to continue taking their oral antibiotics. The recipient was not reimplanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
It is noted that the device did extrude through the skin and was exposed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests that were performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.